Event description:
It was reported that during a non-abbott in-stent restenosed, mildly tortuous, heavily calcified, de novo, 90% stenosed, proximal, right coronary artery (rca) interventional procedure, the mini trek was advanced with a balanced middleweight (bmw) guide wire and crossed the in stent restenosis. The bmw was changed to a non-abbott guide wire. Reportedly, the mini trek balloon delivery catheter was removed and there was some stickiness felt within the balloon lumen with the removal over the non-abbott guide wire. The physician commented that the wire movement was acceptable, but balloon movement was not very good. The non-abbott guide wire was removed and a new bmw guide wire was advanced. A rotational atherectomy was done and the mini trek bdc was re-inserted without difficulty, inflated and was removed without issues completing the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.